Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a severe low blood glucose (bg) event that resulted in a motor vehicle accident and an emergency room visit. The event involved product(s) mmt-387a,mmt-332a and mmt-1884. The customer reported the pump was not delivering insulin as expected and that incorrect pump programming contributed to the low blood glucose, including basal rates programmed higher than intended. The low blood glucose occurred the customer was driving, with a reported bg value of 39 mg/dl, leading to an emergency visit with IV treatment and a length of stay of less than 24 hours. Customer was using the insulin pump within 48 hours of the reported event. The customer was not using auto mode feature at the time of the event. Customer alleges pump is over delivering because of incorrect pump programming. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. Product return is required for mmt-1884. Mmt-387a,mmt-332a were not expected to return.